Event description:
The operator achieved arteriotomy closure of the right groin site with the perclose a-t (the closer ak) device following an interventional procedure in 2004. Fluorosocpy confirmed the arteriotomy to be in the common femoral artery, which was greater than 5mm in diameter. The following day, the patient was discharged from the hosp. It was reported that the patient returned to the emergency department the same day after "passing out" on the way home. The patient was admitted with a diagnosis of a retroperitoneal bleed and a low hemoglobin result. The patient was taken to surgery for repair. The surgeon stated that there was a tear at the perclose site. The surgeon stated that there was a tear at the perclose site. The surgeon inserted an arterial sheath in the left groin and the patient was sent to the recovery room intubated and in serious condition. Three days later the patient returned to the catheterization lab for an "occlusion" of the left leg. A peripheral angiogram revealed a thrombosis at the site of the sheath. A thrombectomy was performed and the patient was placed on thrombolytics. The following day, it was reported that the patient "coded" in the unit and expired. The physician stated that he belives that the cause of death was related to sepsis and respiratory failure.